Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 79 mg/dl (measured with patient's accu-chek guide meter) and 37 mg/dl ( lab result).